Event description:
Total hip arthroplasty performed. It was reported that pt experienced pain and radiographs revealed prosthesis within the femoral canal appeared to be in varus position. Revision was performed 2001. Femoral prosthesis was noted to be loose upon removal.